Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the 95% stenosed proximal right coronary artery, which was mildly calcified and mildly tortuous. The 3.5x18mm xience prime stent was implanted and caused an edge dissection. The dissection was successfully covered with another xience prime stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.